Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; a clip came out of channel of the subject device while reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residue inside the air/water channels and cylinder. Based on the results of the investigation, the cause of the reported malfunction was traced to component failure. Based on the results of the investigation the cause of the white foreign material inside the air/water channels and cylinder was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.